Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the unexpected controller shutdown (imminent shutdown) was not determined due to unable to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that their automated impella controller (aic) shutdown unexpectedly and was followed by an unexpected controller shutdown alarm. The aic was removed and replaced with another aic as a result of the failure. There was no patient injury resulting from the noted issue.